Event description:
Allegedly revised due to disassociation.

Manufacturer narrative:
Product did not contribute to event. The complaint was reviewed and analysis showed no trend. The product was not returned.

Manufacturer narrative:
Device #3: investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00395, 00522.